Manufacturer narrative:
As reported in a research article, a patient underwent a double valve replacement with a 19mm magna and a 25mm epic mitral valve; an event of mitral stenosis, pulmonary hypertension, and valve explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "effectiveness of annuloplasty and enlargement by manouguian method" was reviewed. The research article presents a case study on a (B)(6)-year-old female who underwent a double valve replacement(dvr) with a 19mm magna and 25mm epic mitral valve 8 years ago due to aortic stenosis, mitral stenosis and tricuspid regurgitation. The patient suffered from heart failure since 5 years ago and the patient was diagnosed with aortic stenosis, mitral stenosis, pulmonary hypertension(90mmhg) and tricuspid regurgitation. The patient underwent a re-do surgery and a 23mm competitor's valve was implanted in the aortic position and a 29mm epic valve was implanted in the mitral position using the manouguian method. The patient underwent nitric oxide inhalation therapy in the ICU post-operatively for certain time period and the patient's pulmonary artery pressure dropped to 50 mmhg. The patient was released from the ICU on post-operative day 7 and then discharged from the hospital uneventfully 2 weeks later. It was considered that because the size of the initially selected mitral valve seemed to be small, it might have caused mitral stenosis which then resulted in pulmonary hypertension.